Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the tortuous and severely calcified iliac artery. The physician was using a cross-over technique and the 9.0x60mm express ld stent system was advanced to the lesion. During advancement of the device the stent slipped back off the balloon. The stent delivery balloon was pulled back to the stent and the stent was deployed. The placement of the stent was not in the target location. The procedure was completed with another express ld stent placement in the distal lesion. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the tortuous and severely calcified iliac artery. The physician was using a cross-over technique and the 9.0x60mm express ld stent system was advanced to the lesion. During advancement of the device the stent slipped back off the balloon. The stent delivery balloon was pulled back to the stent and the stent was deployed. The placement of the stent was not in the target location. The procedure was completed with another express ld stent placement in the distal lesion. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - initial examination noted that the delivery system was only returned for analysis. A visual and tactile examination of the shaft noted that it was kinked at 258mm distal to the strain relief. Examination of the balloon material noted that it was deflated but not correctly wrapped. Microscopic examination of the balloon noted the presence of crimp marks where the stent had been correctly crimped onto the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).